Manufacturer narrative:
Additional: follow up type, device manufacture date, adverse event problem correction: date of report, brand name, device identification, concomitant medical products, medical products & therapy dates, premarket identification, type of report, additional narrative. Medical products & therapy dates, concomitant devices: revitan proximal: item 01.00401.075; lot 2476123. Cocr head 32/+4 'l' 12/14, item: 14320720, lot: 2398768. DHR review: trend analysis: part specific investigation: no trigger considering the following event is identified: implant breakage. Lot specific investigation: no lot trigger: no similar investigated event for the same lot number 2427875 has been found. Review of event description: it was reported that a revitan stem was broken on connection. Revitan was removed. New revision hip system was implanted (johnson and johnson). Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents was received. Devices analysis: visual examination: the connection pin of the revitan stem is fractured in the non-blasted area. The fracture is located approximately 1 to 4 mm below the proximal end of the distal part. The proximal part of the connection pin is still assembled to the proximal part of the revitan stem. The fracture surfaces show a fatigue fracture starting from the lateral side. The medial end of both the proximal and distal fracture surfaces is polished to a shine. A matt whitish appearing zone can be recognized on the polished to a shine region. The edges of both the proximal and distal fracture surfaces are also polished to a shine. The edge of the proximal fracture surface is slightly deformed outwards. On the distal fracture surface few scratches can be seen. Macroscopically, as far as visible, no defects that could have triggered or favored the fracture were found on the fracture surfaces. On the proximal part of the revitan stem, the proximal region of the taper is covered by a dark grey oxide film. Revision damage in the form of scratches and nicks can be observed on the stem neck and shoulder. On the lateral neck region of the proximal stem there are some colored spots visible. These can most probably be attributed to the use of an electrocautery instrument during surgery. There are no signs of bone ongrowth on the anchoring surface of the proximal stem part. On the stem¿s medial nose, small polished areas can be noticed on the face surface and on its anterior or posterior side (implant position is not known). On the proximal fracture part of the connection pin there is an almost circumferential stripe revealing surface changes adjacent to the fracture surface. Closer inspection of the stripe with a low power microscope (leica mz16 a) revealed polishing, smeared material and minute signs of fretting and corrosion. Adjacent to the stripe joins the original surface followed by the blasted area. On the latter an area with smearing can be noticed on the anterior, posterior and lateral side. On the distal two thirds of the distal part of the revitan stem bone attachments are visible. Removal damage in the form of scratches and nicks can be recognized on the anchoring surface. Slight polished areas are seen on the medial side of the anterior or posterior nose (implant position is not known) and on the medial side of the stem¿s face surface. The inside of the stem body is worn laterally. These polished and worn areas derived most probably from contact between the parts after the fracture. In the as-received condition the cocr head and the proximal part of the revitan stem were still assembled. For further investigation the parts were disassembled. Before the disassembly the stem to head position was marked. The pole region of the articulation surface is covered with dense scratches. Around the equator, areas with coarse scratches and nicks can be observed. Spots from the use of an electrocautery instrument during surgery can be noticed on the bottom bevel of the head. The head taper is inconspicuous. Review of product documentation all involved devices are intended for treatment. The compatibility check was performed and showed that the product combination was approved by zimmer biomet. Instruction for use (IFU): fracture of the device is mentioned under the section adverse effects. Examination of manufacturing documents: the manufacturing documents were inspected and the information about the production and the expiry date of the retrievals at hand were listed. Based on this, it can be assumed that the components were implanted between (B)(6) 2008 and (B)(6) 2012 and a time in vivo of approximately 7 to 10 years can be estimated. Conclusion summary : the revitan stem was revised after an unknown time in vivo due to a fracture of the connection pin. Considering the manufacturing documents of the retrieved components an approximate time in vivo of 7 to 10 years can be estimated. The fracture occurred due to fatigue in the non-blasted area of the connection pin, some millimeters below the proximal end of the distal stem part. The fracture started on the lateral side of the pin. Macroscopically, as far as visible, no defects that could have triggered or favored the fracture could be found on the fracture surfaces. On the proximal fracture part of the pin there is an almost circumferential stripe revealing a mixture of surface changes. It is unknown if these surface changes existed already before the start of the fracture or developed exclusively as a concomitant phenomenon. Bone attachments could be observed on the distal part of the revitan stem but not on the proximal part. As there is no x-ray follow-up at hand, the bone support situation immediately after the implantation of the stem and how it developed over time in vivo is unknown. Further, with no patient information available (e.g. Bmi, type and level of physical activity, complete medical history, etc.) Any influencing factors that may result from these aspects remain unknown. Based on the retrieval investigation and the received information the reason for the fracture stays unknown. The investigation results did not identify a non-conformance or a complaint out of box (coob). Corrective and/or preventive actions have been initiated to prevent reoccurrence of potential pin breakages of the revitan revision hip system in the future. Zimmer gmbh decided to initiate a field action in order to proactively inform the surgeons about high risk patients as they might not be aware of the explicit warning in the IFU. The action was initiated on (B)(6) 2017. As the actual device reported in section d is not marketed in USA, the USA/FDA is not affected from this notification. Zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Event description:
No event update.

Event description:
Patient was implanted on an unknown side and underwent revision surgery due to implant fracture. Revitan stem was fractured at connection, revitan was removed and new revision hip system was implanted.

Manufacturer narrative:
This product is manufactured by zimmer biomet winterthur and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet winterthur manufactures a similar device that is cleared or distributed in the united states. D10: medical products: revitan, proximal part, conical, uncemented, 75, taper 12/14; catalog#: 01.00401.075; lot#: 2476123. Cocr head 32/+4 'l' 12/14; catalog#: 14320720; lot#: 2398768. Therapy date: (B)(6) 2019. Additional information was received on apr 20, 2021. This follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. The manufacturer received x-rays and other source documents (photos) for review. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
Investigation results are now available.

Manufacturer narrative:
Investigation results were made available. Ii. Investigation and conclusion. 1. Event description: it was reported that a revitan stem was implanted in 2009 and revised in 2019 due to a fracture. Harm: s3 - instability, moderate. Hazardous situation: implant deteriorates, breaks or loses function postoperatively. 2. Review of received data: - due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. - medical history: various documents were received in dutch language. The documents were translated to english and the relevant information is summarized below. The author of this report is not familiar with the dutch language and to review the content an online translation tool was used. Where required a dutch speaking person was consulted. The illegible handwritten notes are not included in the summary. 2006 - primary total hip prosthesis (thp) in the left hip was implanted at umc maastricht. 2007 - revision of the stem due to loosening. 2008 - the entire thp was revised due to an infection and antibacterial beads were placed in the left hip (B)(6) 2009 - a new thp was implanted. According to the product stickers, the following components were implanted: revitan stem, proximal part, size 75, ref. No. 01.00401.075, lot no. 2476123. Revitan stem, distal part, size 20-140, ref. No. 01.00405.120, lot no. 2427875. Cocr head, size 32l, ref. No. 14.32.07-20, lot no. 2398768. Allofit shell, size 48/gg, ref. No. 4243, lot no. 2473830. Durasul alpha insert, size gg/32, ref. No. 01.00013.407, lot no. 2468363. (B)(6) 2017 - the documentation mentions the height and weight of the patient. Note of the author: the given height and weight of the patient result in a bmi of 28.4 which can be classified as overweight according to the bmi scale (bmi 25.0 ¿ 29.9) [1]. Letter from umc maastricht to legal counsel, (B)(6) 2020 - approximately 2 years before the revision performed in (B)(6) 2019, the patient reported limitations in movement and pain in the upper leg. The patient had been to several orthopedists and a neurologist and nothing was found except peri-articular ossifications. After extensive additional diagnostics, cup loosening was diagnosed, possibly due to a low-grade infection. At the revision surgery at umc maastricht on (B)(6) 2019, the stem was found fractured. The entire prosthesis was removed and gentamycin granules were placed. The patient was temporarily treated with antibiotics. Ultimately, cultures were found to be negative and antibiotics were discontinued. X-rays: the x-ray follow-up showing the situation in the left hip from (B)(6) 2006 until (B)(6) 2018 is at hand. From these, only the x-rays taken shortly before the implantation of the revitan stem are evaluated in table 2. Additionally, x-rays of the lungs, ankle, shoulder and knee, an MRI scan and several bone scans were received as well. These are not listed and evaluated. (B)(6) 2008, ap view and second view of the left hip: there are antibiotic beads in the femur and acetabulum. (B)(6) 2009, pelvis overview: compared to the previous ap view the antibiotic beads are no longer in the femur and acetabulum. (B)(6) 2009, pelvis overview and second view of the left hip: compared to the previous pelvis overview a total hip prosthesis is implanted in the left hip. There is a gap visible along the medial side of the revitan stem, extending slightly to the proximal region of the distal stem part. The gap is bordered by a sclerotic line on the bone side. The bony border of the bottom of the acetabulum cannot be seen as the cup covers the iliopectineal line. The cup inclination angle was measured and amounts to approximately 40°. In the second view radiolucent gaps bordered by a sclerotic line on the bone side can be seen along the posteromedial and anterolateral side of the proximal stem part. (B)(6) 2009, pelvis overview and ap view of the left femur (distal tip of prosthesis): there are no obvious changes compared to the previous study date. (B)(6) 2009, pelvis overview: compared to the previous pelvis overview an additional radiolucent gap bordered on the bone side by a sclerotic line can be observed along the lateral side of the proximal stem part. Lateral to the stem¿s neck there are periarticular ossifications between the femur and the ilium. A radiolucent line can be seen at the interface between the acetabulum and the inferior edge of the cup. (B)(6) 2010, pelvis overview: compared to the previous pelvis overview, the sclerotic line along the lateral side of the proximal stem part is more clearly visible. An additional radiolucent line is visible at the interface between the acetabulum and the superior edge of the cup. (B)(6) 2017, ap view and second view of the left hip: compared to the previous pelvis overview, the gaps bordered by a sclerotic line on the bone side along the medial and lateral side of the proximal stem part are extended distally to the proximal one third of the distal stem part. The tip of the stem is resting on the lateral cortical bone. A bony pedestal is visible below the tip of the stem. A significant periacetabular callus formation can be seen in the central anchoring area of the cup at the level of the covered iliopectineal line. The radiolucent gap at the interface between the acetabulum and the inferior edge of the cup is wider. On the second view the radiolucent gaps bordered by a sclerotic line on the bone side along the posteromedial and anterolateral side of the proximal stem part extend to the proximal one third of the distal stem part. At the interface between the acetabulum and the posterior half of the cup, a wide radiolucent gap is visible. (B)(6) 2018, pelvis overview and second view of the left hip: compared to the previous pelvis overview, the proximal part of the stem is slightly shifted to lateral and no longer on the same axis with the distal stem part. The cup inclination angle was measured and amounts to approximately 52°. On the second view it can be observed that the radiolucent gap on the anterior side of the stem is now running along its length. The radiolucent gap at the interface between the acetabulum and the posterior half of the cup is wider. 3. Product evaluation: visual examination: the connection pin of the revitan stem is fractured in the non-blasted area. The fracture is located approximately 1 to 4 mm below the proximal end of the distal part. The proximal part of the connection pin is still assembled to the proximal part of the revitan stem. The fracture surfaces show a fatigue fracture starting from the lateral side. The medial end of both the proximal and distal fracture surfaces is polished. A matt whitish appearing zone can be recognized on the polished regions. The edges of both the proximal and distal fracture surfaces are also polished to a shine. The edge of the proximal fracture surface is slightly deformed outwards. On the distal fracture surface few scratches can be seen. Macroscopically, as far as visible, no deficiencies that could have triggered or favored the fracture were found on the fracture surfaces. On the proximal part of the revitan stem, the proximal region of the taper is covered by a dark grey oxide film. Revision damage in the form of scratches and nicks can be observed on the stem neck and shoulder. On the lateral neck region of the proximal stem part there are some colored spots visible. These can most probably be attributed to the use of an electrocautery instrument during surgery. There are no signs of bone ongrowth on the anchoring surface of the proximal stem part. On the stem¿s medial nose, small polished areas can be noticed on the face surface and on its posterior side. On the proximal fracture part of the connection pin there is an almost circumferential stripe revealing surface changes adjacent to the fracture surface. Closer inspection of the stripe with a low power microscope (leica mz16 a, eq-ID: wnt-03-rsr-540-151663) revealed polishing, smeared material and minute signs of fretting and corrosion. Adjacent to the stripe joins the original surface followed by the blasted area. On the latter an area with smearing can be noticed on the anterior, posterior and lateral side. On the distal two thirds of the distal part of the revitan stem bone attachments are visible. Removal damage in the form of scratches and nicks can be recognized on the anchoring surface. Slightly polished areas are seen on the medial side of the posterior nose and on the medial side of the stem¿s face surface. The inside of the stem body is worn laterally. These polished and worn areas derived most probably from contact between the parts after the fracture. In the as-received condition the cocr head and the proximal part of the revitan stem were still assembled. For further investigation the parts were disassembled. Before the disassembly the stem to head position was marked. The pole region of the articulation surface is covered with dense scratches. Around the equator, areas with coarse scratches and nicks can be observed. Spots, from the use of an electrocautery instrument during surgery can be noticed on the bottom bevel of the head. The head taper is inconspicuous. 4. Review of product documentation: device purpose: all involved devices are intended for treatment. Product compatibility: select product compatibility DHR review: review of the device history records identified no deviations or anomalies during manufacturing. 5. Conclusion: according to the received information the patient received a primary thp in his left hip in 2006 and underwent a revision of the stem in 2007. In 2008 revision of the entire thp was performed due to an infection and antibacterial beads were placed in the left hip. In march 2009 a revitan stem together with an allofit shell, a durasul alpha insert and a cocr head was implanted. Around 2017, the patient started to report limitations in movement and pain in the upper leg. After seeing several orthopedists and a neurologist nothing was found except periarticular ossifications. After extensive additional diagnostics, cup loosening was diagnosed and a low-grade infection was suspected. A revision surgery was performed in may 2019 where the revitan stem was found fractured. The entire prosthesis was removed and gentamycin granules were placed. The patient was temporarily treated with antibiotics. According to the letter from umc maastricht to legal counsel, ultimately, the cultures were found to be negative and antibiotics were discontinued. There are no medical records at hand showing the results of the cultures. Thus, it stays unclear whether the above raised suspicion of low grade infection was confirmed or the treatment was only a preventive measure. The pre-operatively diagnosed loosening of the cup can be confirmed based on the x-ray follow-up at hand. The cup was not received for investigation and the reason for the loosening stays unknown. The visual examination of the stem showed that the fracture occurred due to fatigue in the non-blasted area of the connection pin, some millimeters below the proximal end of the distal stem part. The fracture started on the lateral side of the pin. Macroscopically, as far as visible, no deficiencies that could have triggered or favored the fracture could be found on the fracture surfaces. On the proximal fracture part of the pin there is an almost circumferential stripe revealing a mixture of surface changes. It is unknown if these surface changes existed already before the start of the fracture or developed exclusively as a concomitant phenomenon. Radiolucent gaps bordered by a sclerotic line on the bone side can be recognized around the proximal part of the revitan stem on the x-rays immediately after implantation. Throughout the time in vivo these gaps extended further to the distal stem part. On the parts at hand bone attachments could be observed on the distal two thirds of the distal part of the revitan stem but not on the proximal part. Today it is known that for patients with severe proximal deficiency, a surgeon should consider surgical options to ensure proximal bone support (such as medial and/or lateral strut grafts) or switching to a monobloc revision stem [2]. At the time of implantation in march 2009 this was not known and respective guidance could not be provided to the surgeon. Based on the above described findings and today¿s knowledge, from a biomechanical point of view the proximal bone support of the revitan stem can be interpreted as suboptimal. The bone support situation in combination with other factors, e.g. The surface changes observed on the connection pin, the patient¿s overweight and the high activity level may have contributed to the sequence of events finally resulting in the fatigue fracture of the stem. Based on the investigation the reported event can be confirmed. The quality records show that all specified characteristics have met the specifications valid at the time of production. Therefore, the investigation did not identify a nonconformance or a complaint out of box (coob). In conclusion, as the cause may be multifactorial an exact root cause could not be identified for the reported event. The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4). References: [1] wikipedia body-mass-index accessed on 28 jan 2022, https://en.wikipedia.org/wiki/body_mass_index [2] revitan straight revision hip system - surgical technique, 06.01109.012x - rev. 2 2016-11 a4.

Manufacturer narrative:
Concomitant medical products: revitan proximal item 01.00401.075; lot 2476123. Exact identification numbers are unknown. However, this report is being submitted as zimmer biomet (B)(4) manufactures similar devices that are cleared or distributed in the united states under 510(k) number k071723. The manufacturer did not receive the device yet, however it is indicated by complainant that it will be returned for investigation. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
It was reported that a patient underwent a revision surgery to remove a broken revitan stem. Additional information has been requested but is not available.